Event description:
It was reported that the installed non-rechargeable battery was pre-maturely depleted in few months without the device use. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has received the battery and is currently in the process of evaluating it. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.